Manufacturer narrative:
A batch record review for lot file for b104 was performed. Review of lot file b104 shows (B)(4) for bioburden out of trend. This lot met all release requirements. A review of complaints received for lot b104 was performed. There was only one other centrifuge bowl leak to date for this lot. Service order feedback: field engineer and customer discovered a leakage in the centrifuge chamber. After disassembly of the customer kit, he discovered a leak in the hose which caused the problem. Customer cleaned the device. No repairs required. Device is now in working order. The assessment is based on info available at the time of the investigation. A root cause for the centrifuge bowl leak cannot be determined at this time as the photo investigation is still ongoing. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak at 1358ml whole blood processed. Name and function of complaint: same as reporter. Customer has checked and the kit was well installed. Customer states that the pt is fine. Customer requested a service order to clean the blood. Cts will dispatch a service order to inspect the instrument. (B)(4). Customer submitted photos for investigation.